Event description:
The reporter indicated that the device was programmed to bipolar pacing and sensing, yet when the ventricular lead was inserted, no pacing was observed. Multiple removals and insertions did not cause visible pacing. The dr inserted the ventricular lead into the atrial connector and observed immediate pacing. Reconnection to the ventricular channel finally evoked pacing.